Event description:
The philips service representative (rep) reported to the philips response center (rc) that customer reported the device was missing a button and they wanted to order a new screen device. The rep later clarified that the bezel membrane covering the device navigation up and down buttons was torn off and when tested the buttons would sometimes not respond/fail. There was no patient involvement.